Manufacturer narrative:
(B)(6). Device evaluated by MFR. : synergy megatron mr us 5.00 x 32mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the hypotube profile revealed that the hypotube section of the device was not returned for analysis. A visual examination of the shaft polymer extrusion profile revealed that there was a partial section of the shaft polymer extrusion returned with a break in the shaft 7.6cm from the distal tip with a 0.9cm tear in the outer lumen being noted 6cm from the tip. A microscopic examination of the stent profile revealed no sign of damage, stretching or lifting of the stent struts. The bumper tip showed no signs of distal tip damage.

Event description:
It was reported that device entrapment and shaft break occurred. A 5.00 x 32mm synergy megatron drug-eluting stent was advanced for treatment. The physician tried to cross the stent through the guide extension catheter. However, the stent struts got stuck and the stent shaft broke. The device was removed, and the procedure was completed using an alternate device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that device entrapment and shaft break occurred. A 5.00 x 32mm synergy megatron drug-eluting stent was advanced for treatment. The physician tried to cross the stent through the guide extension catheter. However, the stent struts got stuck and the stent shaft broke. The device was removed, and the procedure was completed using an alternate device. There were no patient complications reported.